Event description:
It was reported that the health care professional (hcp) called technical services (ts) to request a review of the cardiac resynchronization therapy defibrillator (crt-d) stored atrial tachy response (atr) episodes. Upon review, ts observed over-sensing noise on this atrial (ra) lead. Ts noted the noise was fine and fuzzy consistent with muscle noise. Ts made recommendations for further lead evaluation to be considered. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).